Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: striped pattern on the image. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A definitive root cause of the striped pattern in the image could not be determined; however, it was likely due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported no image during inspection for use involving an olympus gastrointestinal videoscope. The device was returned to olympus regional repair center for evaluation. A root cause could not be determined as the customer reported allegation was not confirmed. There were no reports of patient injury.